Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, bent cannula and no delivery alarm. Customer's blood glucose level went as high as 479 mg/dl. Customer advised one of their infusion sets had a no delivery alarm and the other was bent. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose by changing out their set and delivering a bolus. Customer advised they would return their infusion set for analysis.